Event description:
It was reported that the insulin pump is broken. Customer stated that he is having battery issues and the insulin pump is over delivering insulin. The current blood glucose reading is 350 mg/dl. Customer has treated with manual injection. Due to the over delivery of insulin, the customer experienced a low blood glucose, his blood glucose reading dropped to 45 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.